Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h6 device code grid of initial MDR indicates: unexpected shutdown. Section h6 device code grid of initial MDR should indicate: unexpected shutdown , fracture. Section h6 result code grid of initial MDR indicates: operational problem identified. Section h6 result code grid of initial MDR indicates: operational problem identified, fracture problem. Section h6 result code grid of initial MDR indicates: cause not established. Section h6 result code grid of initial MDR should indicate: cause not established, cause traced to component failure. Section h11 additional mfg narrative of initial MDR indicates: a stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The technician observed that one battery pin was damaged and replaced all the battery pin as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review and the reported issue was able to be verified. Section h11 additional mfg narrative of initial MDR should indicate: a stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the unexpected loss of power. The technician observed that one battery pin was broken/damaged and replaced all the battery pins. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review and the unexpected shutdown was able to be verified. A root cause of the unexpected shutdown could not be determined. The cause of the broken/damaged battery pin is battery pin failure.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. The technician observed that one battery pin was damaged and replaced all the battery pin as a precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The electronic records were downloaded for review and the reported issue was able to be verified.